Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to clinic for follow up. Upon device interrogation, the right atrial lead exhibited episodes of noise. The noise was reproducible in previous visits but could not during this visit. All other electrical values were normal. No intervention was performed. The patient would be continued to be monitored.